Event description:
It was reported that the device had a measuring issue. The device was interrogated and measured 2.66 volts with end of life status, but the next day the device measured 2.81 volts with elective replacement indicator. The device was explanted and replaced. It was also reported that the right ventricular lead had low impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.